Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shock lead impedance measurement of less than 20 ohms. No adverse patient effects have been reported. Additional information indicates that there was also a slight decrease in the patient's rv pacing impedances that day. There are no stored episodes.

Event description:
Additional information indicates that this patient was evaluated in the clinic and everything was normal. The physician plans to follow the patient via their home monitoring system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.